Event description:
It was reported the pt had baclofen only running in the pump and it was not doing much of anything to change the symptoms for the pt's diagnosis of severe chronic pelvic pain due to pne. Add'l info received from the hcp indicated the drug in the pump was dilaudid; however, the pt had transferred her care in 2006. The pump was explanted. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4).